Event description:
It was reported that during a follow-up visit, the device was found to have reached "aging." The device was to be changed out in 2009. Two weeks after the follow-up visit, the patient presented to the hospital, because he "felt bad." The physician thought the battery was depleted. He tried to interrogate the device and then programmed it to "emergency" mode. After this intervention, he could program the device normally. Regardless, he explanted and replaced the device before the scheduled date. There were no further patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: testing revealed a no output and no telemetry condition. The no output and no telemetry conditions were the result of lifted hybrid bond wires.